Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and deployed the stent successfully. The physician then removed the stent delivery catheter and inserted the aspiration catheter and noticed on the floroscope that the occlusion balloon had deflated unexpectedly. The physician decided to aspirate the vessel. The case was completed and the patient is reported to be fine